Event description:
Pt's catheter apparently became torn after pt experienced fall. The distal portion of the catheter became lost in the intrathecal space. A new catheter was attached to the proximal portion of the remaining catheter.